Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the proximal lad. The physician primary stented with a taxus express2 3.5x16mm drug eluting stent; however, the stent was unable to cross the lesion. The physician pulled the stent delivery system back into the guide catheter and the stent dislodged in the calcified lm. The stent was successfully retrieved with a snare and the procedure was completed with a 3.5x12mm taxus stent after the lesion was predilated with a 3.0x12mm taxus stent after the lesion was predilated with a 3.0x12mm maverick balloon. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant source confirmed that the product had been disposed and no analysis was possible. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.